Event description:
The patient was diagnosis with duodenal cancer. It was reported that the device was used for preoperative monitoring and pancreaticoduodenectomy. It was reported that "the catheter was inserted from the subclavian. Leakage was observed from the proximal port and edema was noted at the pectoral region. Echocardiography was performed since the patient suffered tracheal compression due to edema; however, there was no problem observed with the patient's heart."